Event description:
The facility reports the pt, who was in a frail state and of poor muscular tone, was transferred by two caregivers in a lift using a large sling. The pt was transferred from the chair (seated position) to bed (horizontal position). It is reported the plastic reinforcement pieces were not present in the sling at the time of incident. After lifting the pt from the chair and transferring her to the bed, the caregivers had difficulty in positioning the lift's legs under the bed's chassis. This resulted in the right front castor of the lift hitting the bed. Three attempts were performed. At the third attempt, a push towards the left was given on the lift. This caused the pt to fall forward to the right with her head apparently slipping between the lift's hanger bar and the top portion of the leg section of the sling. The pt fell, hitting her head on the left leg of the lift, with her legs remaining in the sling. The caregivers laid the pt on the floor and called an ambulance. The caregivers commented that the sling/lift combination used in the incident was used on 4 other occasions without problem. The resident passed away, though the date and case of death have not been stated.

Manufacturer narrative:
The lift involved was inspected and found to be performing as it should; no deficiencies were noted or alleged. The operating and product care instructions (opi) supplied with the lifter state, "before transportation, position the pt to face the attendant at approximately normal chair height. This gives confidence and dignity and also improves the (lift's) mobility." The sling involved was reported to be in excellent condition. The sling did not have the plastic reinforcements in place during the incident. The guidelines for use supplied with the sling state, "arjo slings with head support have two pockets at the head section which should contain plastic reinforcement pieces during use. Always ensure these reinforcement buckles have been inserted into the sling pockets before using the sling." This is also documented in the lifter opi. The lifter opi also states, "before approaching the resident, the attendant should always tell the pt what they are going to do and have the correct size sling ready." No dates of last personnel training were received. The opi states, "warning: before lifting a pt, it is advisable to familiarize yourself with and understand the operation of the various controls and features of the (lift)." Although there have been previous reports indicating a pt has dropped while the sling straps are attached to the lift, these are relatively rare; to date, no incident of this precise nature has been reported (resident moving head-first between hanger bar and leg strap). The condition of the pt before the incident is described as "frail" and with "very poor muscular tone." No specific pathology was named. The pt is reported to have been alive directly after the incident; however, she passed away some time after. The contact on site was not able to confirm if this was a direct result of the reported incident or not, despite their best efforts. Based on the info received, the manufacturer concludes the root cause for the pt drop is user error. The lift operator appears to have had insufficient knowledge of the opi for the device and the guidelines for the sling, which ultimately resulted in the pt drop. With the info received, the conclusion of the report, and the complaint trending, the manufacturer cannot find a corrective action to be performed towards the product. However, the manufacturer strongly suggests the operators of lifts at the facility be retrained to the opi and guidelines for use.